Event description:
A customer contacted baxter's technical service center to report a patient expired on (B)(6) 2010 and wanted supplies picked up. During a follow up call on 26 october 2010 the facility nurse confirmed the patient expiration on (B)(6) 2010 from cardiac issues. The nurse stated the hp did not have issues with therapy prior to this event. The pdn indicated there was no relation to the hp's pd therapy, hc device, or any baxter solutions.

Manufacturer narrative:
(B)(4). The baxter product analysis lab received the device operational and in good condition for evaluation. The device passed the homechoice rite (return instrument test and evaluation), functional and electrical tests and was functioning within specification. There were no problems found during an internal inspection of the device. A review of the device logs revealed no anomalies and no instances of iipv (increased intra-peritoneal volume). There was one occurrence of se 2240 (air in set) recorded in the alarm log. Se 2240 occurs when the system has detected air in the disposable tubing set and solution bag, and diverted flow to drain. The product analysis lab evaluated the device and no failure or malfunction was identified that may have caused or contributed to the home patient passing away. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
Received info the pt was unable to adjust her stimulation due to a power on reset condition. Medtronic technical services was able to help the pt resolve this issue. Add'l info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4). The homechoice device has been received by the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation, a follow up report will be submitted.